Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified flat creases, deformation, weight to the specifications. Bubbles in the gel were observed after autoclave cycle. Based on the device analysis the final assessment is: no issues were found related to the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported a patient experienced the events of ¿left capsular contracture with implant malposition (baker grade iii)" the device has been explanted.